Event description:
This is a spontaneous consumer report from (B)(6) regarding chest tightness, polypnea, peritonitis, and upper abdominal pain in a (B)(6) male homechoice peritoneal dialysis (pd) patient. On (B)(6)2010, the patient was hospitalized for chest tightness and polypnea. The onset dates of the chest tightness and polypnea were not reported. On (B)(6)2010, the patient?s peritoneal effluent appeared turbid. On (B)(6)2010, the patient was diagnosed with peritonitis and a peritoneal effluent culture was performed. The culture revealed (B)(6). On (B)(6)2010, the patient was treated with oral ciprofloxacin (dose and frequency unreported). On (B)(6)2010, following antibiotic treatment and after the peritoneal effluent became clear, the patient was discharged from the hospital against medical advice, due to financial difficulty. On (B)(6)2010, at home, the dianeal solution flow was not smooth, so the tube was disconnected and re-connected twice by the patient. The patient went to the hospital, and the liquid flow became smooth again after the short tube of dianeal was flushed with urokinase and exchanged under the doctor's advice. On (B)(6)2010, the dianeal liquid flow was not smooth again, the tube was disconnected again and a soft white floc, 1.5cm long, was found in the tube. On (B)(6)2010, the patient experienced upper abdominal pain. As of (B)(6)2010, the patient's peritoneal effluent remained clear and not turbid. The patient was recovering from the peritonitis and upper abdominal pain. The outcomes of the chest tightness and polypnea were not reported. Medical history included chronic nephritis from an unreported date in 2010. On an unreported date prior to (B)(6)2010, the patient recovered from the peritonitis and abdominal pain and remedial therapy with ciprofloxacin was stopped. The patient's peritoneal effluent was completely clear and the patient had no further discomfort.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.